Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard xp e1 right lateral tibial bearing 9mm x 63mm catalog #: 195772 lot #: 156000, unknown vanguard tibial plate catalog #: ni lot #: ni, unknown vanguard femoral component catalog #: ni lot #: ni g2 - report source - foreign: event occurred in japan . The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to pain and post-operative wear and fracture of the polyethylene tibial bearings approximately five (5) years post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.